Event description:
New information notes: it was reported that the pulse generator exhibited another event of lead impedance measurement anomaly. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. The device remained implanted.